Event description:
Pt in c-spine precautions. When transferring pt from acute care unit bed to or table; the or table lower end moved aprox 1foot with pt half way on the or table. I checked the or table before the pt had arrived in or for correct functioning and locked in place. When the or table moved the bed indicator light said the brakes were on. Pt was then transfered back to inpt bed and a new or table was put in the or suite. Again, new or table checked and locked before pt transferred. Charge rn notified as well as equipment tech.